Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a press ok to start fill message and a a make sure hb is on ht message during fill 1 of 6 which prompted following the fluid leak. The patient did not remember if fluid was inside the cycler when they had the fluid leak and just remembered the fluid getting everywhere. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and of the cycler replacement. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during fill 1 of treatment and prior to the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated a replacement cycler was received and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray paint is damaged. Patient sensor one is damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test, system air leak test, temperature test and heater test passed. A post- accelerated stress test simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The fluid leak was not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a press ok to start fill message and a a make sure hb is on ht message during fill 1 of 6 which prompted following the fluid leak. The patient did not remember if fluid was inside the cycler when they had the fluid leak and just remembered the fluid getting everywhere. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and of the cycler replacement. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during fill 1 of treatment and prior to the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated a replacement cycler was received and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.